Event description:
Bedrail with spring loaded bars that attach to the bed were to wide for the bed. A large space between the side rails and the matress exist, when the bedrail is not put in lower position. Even in the lower position there is a small gap. A resident tried to get out of bed via the gap. Staff assisted resident to floor.